Event description:
The hcp reported the patient presented with redness and pain of the device pocket. A culture of the device pocket was done. The results were unknown to the reporter. The patient was treated with IV antibiotics and total device system explant. The infection resolved. The patient had a risk factor of urinary tract infections.